Manufacturer narrative:
Product event summary: analysis confirmed the reported event; errors were found in the software update history. Analysis also found an error message that the programmer was overheating. The touch screen and hasp latch were broken.

Event description:
It was reported there was a software issue; the programmer was very slow and didn't print when worked into a device session. It was noted there was no printer issue if the keyboard bottoms were pushed (25mm/sec etc). The programmer was returned to the manufacturer for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.